Event description:
It was reported that bd ext set, smallbore tubing 1.2micron was leaking. The following was reported by the initial reporter with the verbatim: date: (B)(6) 2023. Issue: this rn was performing sterile line change. When priming lipid tubing and filter, this rn noted filter to be leaking through the small hole of the blue disc. Filter was replaced and new one primed without complication. Defective item: bd ext set, smallbore tubing 1.2micron, 20129e, no lot number provided the unit indicates they will be sending me the defective item. Please provide a return label so that I can send the item in for a quality review. Thank you. (B)(6).

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿ h.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6).

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. One sample was received and tested by our quality team. The leak described by customer was verified immediately when saline was infused through set. The filter air vent was leaking and set was sent to filter supplier for further testing. The supplier "washed" the filter with water and dried it before testing infusion again- the filter air vent regained its hydrophobicity and the possible root cause described by supplier was the drugs/ lipids compromising the hydrophobicity of the air vent during infusion. The root cause is traced to low surface tension fluids being infused by the filter, and no issues were found with the filter itself. A device history record review for model 20129e lot number 22079146 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jul2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.